Event description:
The facility reported an incident of a misprogramming involving a colleague infusion pump. The pump was infusing insulin with a dose was changed to 1.0 units/hr. Instead of updating the dose amount, the rate was changed in error from 10 ml/hr to 1.0 ml/hour. Approximately 5 1/2 hours later, the concentration was changed from 0.20 units/ml to 0.7 units/ml for unknown reasons. During this time, the patient received 62.7mls of insulin (less than intended). According to the biomed, no patient injury and no medical intervention had been reported related to this event. No additional information was available.